Event description:
During a lap gastric banding procedure, after the dissector was removed, the doctor noticed a burn on the stomach and applied sutures to close it. Pt was hospitalized overnight. Instrument was inspected later and a hole was found on insulation shaft.